Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative tested the device but was not able to confirm the reported failure. The motor control board and the motor end stage board were replaced as a precaution due to the age of the device. Subsequent testing was completed without issue and the device was returned to service. As the issue was not reproduced, a root cause was not determined. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by livanova rep.

Event description:
Sorin group received a report that the pump displayed an error message during a procedure. There was no affect as the pump kept working. There was no patient injury.

Manufacturer narrative:
Patient info not provided. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the pump displayed an error message during a procedure. There was no affect as the pump kept working. There was no patient injury. The investigation is ongoing. A f/u report will be sent when the investigation is complete.